Manufacturer narrative:
The reported events were for lead dislodgement, failure to sense, and the helix being difficult to rotate. The reported event of failure to sense was not confirmed, but the helix being difficult to rotate was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix to be extended and clogged with blood. After cleaning the helix and applying torque to the connector pin, the helix could be retracted and extended. The full helix extension length measured within specification. The reported event of helix being difficult to rotate was isolated to the helix being clogged with blood. Electrical testing and x-ray examination did not reveal any indication of conductor fractures or internal shorts. All the other damage noted is consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, a loss of sensing was observed on the right atrial (ra) lead. The ra lead then dislodged. The ra lead was attempted to be repositioned, however, the helix was unable to be rotated. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.